Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Subsequently, the patient reported that their knee replacement was defective which is causing an inability to bend their knees and swelling. No medical or surgical intervention was indicated as a result of this event. No further patient impact reported. No further information available. This is report 1 of 2 for this event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.